Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported that during a primary t2 ankle arthrodesis nail procedure, the lateral calcaneus hole of the targeter did not align with the implant. The procedure was completed by inserting the screw without the use of the targeter. Surgery was completed successfully with no delay. Rep was not present for the procedure, and confirmed that no further information is available.